Event description:
Caller reported that a malfunction occurred on the pump, identified as a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to reset the pump using a car charger, but it was unsuccessful. Technical support provided pump reset information and assisted with the reset. Caller planned to follow up and call back when an alternate charger, such as a wall adapter, was available.